Event description:
Discordant sodium results were obtained on an advia 1800 for two patients. The first result was released to the physician who questioned the result. The sample was rerun and the corrected result was reported. The second sample was rerun prior to reporting to the physician. There was no report of treatment being given or withheld due to the discordant sodium results. There were no known reports of adverse health consequences or patient intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) visited the customer site. The fse evaluated the instrument and data. The fse determined that the problem started after the customer had changed the reference electrode. The fse changed the electrode again and tested the instrument. The instrument is performing within specifications. No further evaluation of the device is required.